Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified in the pump logs; however, no failure was identified. Additionally, a different issue was identified (damaged usb pins).

Manufacturer narrative:
Device not returned.

Event description:
It was reported that an altitude alarm occurred. Customer change the cartridge; however, the alarm reoccurred. Customer's blood glucose was 180 mg/dl. Customer reverted to using an alternate method of insulin therapy.